Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that at the time of placement to make the first stiche, the meniscal suture is fired and the non-anchor point comes behind the meniscus, therefore it fails and the second stiche cannot be made. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the first implant was observed deployed and was held in place by the suture. The needle and the silicon sleeve are in good conditions. A functional failure cannot be confirmed in photo provided. In addition, the photo do not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to low tension applied in the deployment. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l19276, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that at the time of placement to make the first stiche, the meniscal suture is fired and the non-anchor point comes behind the meniscus, therefore it fails and the second stiche cannot be made. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the first implant was observed deployed and was held in place by the suture. The needle and the silicon sleeve are in good conditions. A functional failure cannot be confirmed in photo provided. In addition, the photo does not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to low tension applied in the deployment. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l19276, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,according to the information provided, it was reported that at the time of placement to make the first stiche, the meniscal suture is fired and the non-anchor point comes behind the meniscus, therefore it fails and the second stiche cannot be made. The device was received and evaluated. When performing the visual inspection, it could be observed that the first and second plates are taken out of the needle container, which is a sign that the device was activated. The covering sleeve was removed to verify the integrity of the needle container, no structural anomalies that can interfere with a full deployment were found. The needle is in good condition, no anomalies were found. The trigger was tested, it performed as it should. A manufacturing record evaluation was performed for the finished device 6l47634 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. The possible root cause for this issue can be attributed to the procedural variables, such handling of the device or product interaction during procedure; the operator did not squeezed the red trigger to its fully position, due to this, the first plate was not fully released from the needle, therefore it was not secured on the soft tissue, then, when the operator removed the device out of the tissue, the second plate was taken out of the needle container. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that at the time of placement to make the first stiche, the meniscal suture is fired and the non-anchor point comes behind the meniscus, therefore it fails and the second stiche cannot be made. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the first implant was observed deployed and was held in place by the suture. The needle and the silicon sleeve are in good conditions. A functional failure cannot be confirmed in photo provided. In addition, the photo does not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to low tension applied in the deployment. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l19276, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the affiliate that at the time of placement to make the first stiche with the truespan 0 degree peek, the meniscal suture is fired and the non-anchor point comes behind the meniscus, therefore it fails and the second stiche cannot be made. Additional information received from the affiliate reported the suture that presented optimal functioning, a part of the meniscus was corrected, the rest was remodeled by the doctor with a basketh. It was also reported the only fragment that was generated was the implant that expelled the meniscal suture, which was not left in the patient. There were no consequences for the patient.